Event description:
It was reported that during a da vinci-assisted neck anastomosis transthoracic esophagectomy surgical procedure, the 8mm harmonic ace instrument generated an error message. The instrument was found to have a broken tip when removed. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found a tip that was broken off. The instrument generated a warning message to replace the instrument.

Manufacturer narrative:
A review of the provided images was consistent with the complaint of one tip was broken off. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.